Event description:
Cord broke off, was hard to get out- retained, vagina [foreign body in reproductive tract]. Cord broke off [device breakage]. Tampon hard to get out [complication of device removal]. Case narrative: consumer reported via phone that the cord broke off tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cord broke off, was hard to get out- retained, vagina [foreign body in reproductive tract]. Cord broke off [device breakage]. Tampon hard to get out [complication of device removal]. Case narrative: consumer reported via phone that the cord broke off tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.